Manufacturer narrative:
The delivery device was not returned to b+l for evaluation and the lot number was not provided; therefore a DHR review could not be performed. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed an unspecified infection after lens implant. The facility did not know the cause of the infection, but they were exploring possible causes. Additional information has been requested, but has not been received.